Event description:
Additional information received indicating that the cause for the high impedance was related to the patient manipulating their lead.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.

Event description:
Patient presented with high lead impedance and had their device disabled and was referred for x-ray images. No known surgical intervention has occurred to date. No other relevant information has been received to date.